Event description:
It was reported that cutter got stuck on a third party attachment. The third party technician stated that the cutter might have contributed to the malfunction.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Manufacturer narrative:
The reported event was confirmed on provided image. The stryker k-wire was stuck in a non-stryker adapter. A review of the device history could not be performed as the lot code could not be identified. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The IFU states: ¿ stryker surgical instruments are intended to be used in surgical procedures in conjunction with stryker implants which come with package inserts of their own.¿ thus, the item was not used according to the instruction; the event was caused by off-label use. In case substantive information or the item itself becomes available we reserve the right to reopen the investigation and to reassess the root cause.

Event description:
It was reported that cutter got stuck on a third party attachment. The third party technician stated that the cutter might have contributed to the malfunction.